Event description:
The pt was revised because of fractured insert and pain.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to review the device history records and search the complaint database by the mfg lot was not provided. The investigation could not draw any conclusions about the reported fractured device without the product to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.